Event description:
New information received notes that the physician believed that the pericarditis was unrelated to abbott procedure and any abbott device.

Event description:
It was reported that the patient presented for a follow-up in clinic, experiencing pericarditis. Additionally, both the right ventricular (rv) and the right atrial (ra) leads failed to capture. The pacemaker, rv and ra leads were explanted and replaced on (B)(6) 2024 due to the infection and leads malfunction. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.